Manufacturer narrative:
Per the user facility's nurse, the hlm was not used for approximately two months as the operating room that the device was used in was under construction. It remained plugged into a wall but off so that the batteries did not charge. After completion of the construction, the unit was placed back into the open room, turned on and plugged into a wall outlet. After seven hours the battery check failed so the perfusionist left the hlm on to allow for additional charging. The battery check failed again after the unit was on for 24 hours. The perfusionist came to the conclusion that the batteries needed to be changed. The field service representative (fsr) found that the batteries were charged upon arrival. As a precaution the fsr replaced the batteries and tested the hlm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) batteries would not recharge. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported issue was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the batteries received to be 13.12 volts direct current (vdc) and 454 siemens (s) for the first battery and 13.07 vdc and 478 s for the second battery. Both of the batteries were within specification and ran for 52 minutes as expected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.